Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion was located in an "extremely" calcified and moderately tortuous mid to distal left anterior descending (lad) artery. The physician encountered difficulty crossing the lesion with an ivus catheter. A taxus express2 3.0x24mm drug eluting stent was inserted but was unable to cross the lesion. The physician attempted to cross the lesion several times but was unsuccessful. It was noted that the distal edge of the stent was flared. The procedure was completed with another manufacturer's 3.0x24mm stent. No patient complications occurred. Patient status is satisfactory.